Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, cracked reservoir tube, broken reservoir tube lip, minor scratches on the display window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with a flush drive support cap. The customer states that when they are doing a fill cannula and the motor pushes the insulin, the back pops out. The customer states they push the button back in, and all the insulin will shoot into her body. The customer's blood glucose level at the time was unknown. The customer's current level is 105mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.